Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no delivery alarm due to completely broken reservoir tube lip. Unit had broken battery tube threads, missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the insulin pump was cracked from reservoir compartment. The customer¿s blood glucose level was unknown. Customer also reported that the insulin pump had received beeped 4 times no delivery alarm. Troubleshooting was performed for damage and troubleshooting was declined for no delivery alarm. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.